Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the controller revealed that the device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. A review of the alarm files did not reveal any battery alarms. Analysis of the data file revealed two power switching events that was likely due to a communication error between the controller and battery; this finding is not related to the reported event. Heartware is investigating communication errors. Based on the available information, the reported event could not be confirmed; the controller performed as expected when analyzed. Additionally, log file analysis did not reveal any battery alarms near the reported event date. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery; when this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that during the night he would be connected to ac adapter, with a charged battery on the other port. During the night he would get an advisory alarm and his battery would be drained. Patient states that this would happen with multiple batteries, and believes it occurred on the same port on controller. There were no loose ports on the controller and pump was driveline intact. Log files were sent into heartware for analysis and the engineers noted: "based on the logs, there were no alarms indicating a potential issue with power sources". An elective controller exchange was performed.  There was no impact to the patient.